Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up nr. 1 information: UDI and manufacturing date corrected/added in fields d4 and h4.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, when using this equipment in the ICU of the brain center of (B)(6) hospital in (B)(6) city, the exhalation valve of the equipment leaked and could not be used normally. The equipment department was immediately reported for repair. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, when using this equipment in the ICU of the brain center of chiping district people's hospital in liaocheng city, the exhalation valve of the equipment leaked and could not be used normally. The equipment department was immediately reported for repair. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).